Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of myopotential noise and large qrs complexes. The patient has a permanent left bundle branch block (lbbb), which may continue to contribute to future oversensing and inappropriate therapy. To address the issue, sensing was reprogrammed to the alternate vector, and increasing the smart charge setting to its maximum value was recommended. Due to the patient's underlying lbbb and the potential for continued sensing challenges, consideration of a transvenous system was also suggested. No adverse patient effects were reported. The patient will continue to be monitored, and the system remains in service.